Event description:
Apnea alarm not going off. Patient got in distress as indicated by pulse ox. Family member checked circuit anf turned vent off and then back on. Vent was ok. Vent exchanged and could not duplicate problem. No patient harm. Accessories: humidifer, liq o2. Power source: ac. Ald.